Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the guide wire were reviewed and identified no deviations or anomalies. A stock investigation determined that the remaining product within inventory was conforming to specifications. The product was not returned for evaluation. This device is used for treatment. A complaint history review was conducted for part and identified zero additional complaints for the same lot. The search also identified zero other complaints for this device for a same or a similar issue. A definitive root cause of the reported issue cannot be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It is reported that the packaging for the guide wire was opened during surgery and the wire appeared to be bent. No delay to the procedure.